Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('badly I was bleeding and how long my periods would last (months)/ doctor coded my hysterectomy as menorrhagia/ periods that felt like my insides were being ripped out that lasted 3 weeks per month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("extreme pelvic pain"), pain ("pain on my entire left side"), menorrhagia (seriousness criteria medically significant and intervention required), mood altered ("extreme moodiness"), loss of libido ("it killed my libido") and thinking abnormal ("not to mention my rational thought process") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pain, menorrhagia, mood altered, loss of libido, thinking abnormal and weight increased outcome was unknown. The reporter considered loss of libido, menorrhagia, mood altered, pain, pelvic pain, thinking abnormal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Events mood altered, loss of libido, thought process disorder, weight gain, pelvic pain female, pain were added. Verbatim term of prolonged periods was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('badly I was bleeding and how long my periods would last (months)/ doctor coded my hysterectomy as menorrhagia/ periods that felt like my insides were being ripped out that lasted 3 weeks per month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("extreme pelvic pain"), pain ("pain on my entire left side"), menorrhagia (seriousness criteria medically significant and intervention required), mood altered ("extreme moodiness\ my extreme mood swings were instantly gone"), loss of libido ("it killed my libido"), thinking abnormal ("not to mention my rational thought process"), hot flush ("I got hot /cold flashes"), dizziness ("extreme dizziness"), dysgeusia ("metallic taste in my mouth was gone"), feeling abnormal ("the brain fog from essure is now almost gone"), anxiety ("I have not had any anxiety episode either"), pain in extremity ("along with all the above the pins and needles feeling in my extremities"), headache ("extreme headache") and peripheral swelling ("today I noticed that my feet swelling has gone down") and was found to have weight increased ("weight gain") and blood pressure increased ("my blood pressure is not elevated anymore"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, mood altered, dysgeusia, feeling abnormal, anxiety, pain in extremity, blood pressure increased, headache and peripheral swelling had resolved and the pain, menorrhagia, loss of libido, thinking abnormal, weight increased, hot flush and dizziness outcome was unknown. The reporter considered anxiety, blood pressure increased, dizziness, dysgeusia, feeling abnormal, headache, hot flush, loss of libido, menorrhagia, mood altered, pain, pain in extremity, pelvic pain, peripheral swelling, thinking abnormal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter was added. New events- hot flush, dizziness, dysgeusia, feeling abnormal, anxiety, pain in extremity, blood pressure increased, headache, peripheral swelling were added. Event outcomes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('badly I was bleeding and how long my periods would last (months)/doctor coded my hysterectomy as menorrhagia') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.